Event description:
It was reported that a patient underwent an episiotomy repair procedure on (B)(6) 2012 and suture was used. The suture was used at perineum with a continuous suturing technique. The surgeon tied the suture to make knots three times. On (B)(6) 2012, it was noted that the knots were getting loose. There was no additional surgical procedure performed and there were no adverse patient consequences reported. The current condition of the patient is stable.

Manufacturer narrative:
(B)(4) knots untying postoperatively. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.